Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. Following pre-dilatation using a 2x10mm non-bsc balloon, a 2.25mmx16mm synergy ii drug-eluting stent was advanced using a non-bsc guide. However, the device failed to cross the lesion and upon removal, it was noted that the stent struts were lifted. The procedure was completed with a 2.25x12mm synergy stent. No patient complications were reported.